Event description:
Reporter indicated that high lead impedance readings were obtained immediately after implant surgery and the device was programmed off. Good faith attempts to obtain additional information including exact results of diagnostic testing, x-rays, cause for high lead impedance, and patient and product identifiers have been unsuccessful date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.